Event description:
It was reported by the fse that during pm, the cardiosave hybrid type e/f plg intra-aortic balloon pump (iabp) malfunctioned. It was observed that when the device was turned on before maintenance, the unit gave a power-up fault code 3 error. The device underwent an all manifold test, and it was seen that it failed the drive manifold test. The device was tested with a catheter, and this time catheter restriction was observed. There was no patient involvement reported.

Manufacturer narrative:
Due to characterization limit e1: initial reporter, event site name, and event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.